Event description:
Us legal - it was reported that, the patient underwent a third left hip revision surgery on (B)(6) 2015 due to a dislocation. The patient had a fall and reported severe pain. During the revision surgery, some scratches were noticed in the femoral head. The cup, liner and femoral head were explanted from the patient. The patient tolerated the procedure well and was brought to the pacu in stable condition. The patient initially had a bhr resurfacing system, which was revised to a tha on (B)(6) 2014 (covered under (B)(4) and revised one more time due instability on (B)(6) 2014 (covered under (B)(4)). No more information is available at the time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: health effect - clinical code. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient¿s non-compliance with hip precautions cannot be ruled out as a contributing factor to the reported pain, dislocation, wear and fatigue of the acetabular component. The surgeon reported the scratching noted on the femoral head was most likely from the previous dislocation. The patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code.